Event description:
Swanganz balloon was initially tesed with underwater inflation to check patency. Upon insertion in venous sysem, the balloon was noted to have difficulty maintaining inflation. After removing the balloon and testing it again it was noted that there was a piece of the balloon missing. The venous line was aspirated of contents and no particles were retrieved. There was no change in the pt's status.